Event description:
The user received discrepant glucose hk generation 3 (glucose) results for two patient samples. Of the data provided, the erroneous result for only one of the patient samples was reported outside the laboratory. The patient came in through the ER and had glucose testing done in the ambulance on a glucometer and the result was around 200 mg/dl. When the patient arrived at the ER, another glucose test was done at 11:02 am on an accu-chek inform glucometer and the result was 92 mg/dl. At 11:35 am, a plasma sample was drawn in the ER and was sent to the laboratory. The glucose result was 36 mg/dl with a data flag. The sample was automatically repeated and result was 36mg/dl with a data flag which was reported outside the laboratory. At 12:27 pm, another fingerstick was done and the result from the accu- chek inform was 75 mg/dl. The physician questioned the result from the c501 and considered the glucometer results of 92 and 75 mg/dl to be correct. The patient was not adversely affected since the physician did not believe the c501 glucose result was correct. The glucose reagent lot number was (B)(4) with an expiration date of 09/30/2012. The field service representative determined there was a damaged sample probe and replaced it. To verify the analyzer operation, he ran precision testing and the user ran quality control with all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.